Event description:
It was reported that the doctor getting worried and has had a couple of patients with granulomas. It was further reported that the nurse noted there were no other patients with granulomas that she is aware of.

Manufacturer narrative:
(B)(4). Correction #: z-1142-2008, z-1143-2008, z-1144-2008, z-1145-2008, z-1146-2008, z-1147-2008, z-1148-2008, z-1149-2008, z-1150-2008, z-1 151-2008, z-1152-2008, z-1153-2008, z-1154-2008.